Manufacturer narrative:
The customer's report of a leaking port was confirmed. Visual inspection of the set showed that the proximal smartsite below the check valve appeared to have damage to the piston. Further evaluation under magnification noted that the rubber piston had a puncture hole. No damages were observed on the smartsite standalone valve port. Functional testing and pressure testing resulted in leaking at the proximal smartsite port. The cause of the leak was a damaged smartsite piston consistent with a needle or similar sharp object puncturing the piston and resulting in a permanent hole.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of propofol was noted to be leaking at the port above the pumping segment of the tubing. There was no report of patient harm.